Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had stored multiple inappropriate atrial tachy response (atr) episodes due to intermittent far-field oversensing. Technical services recommended programming options and recommended in clinic testing. At this time, the device remains ins service. No adverse patient effects were reported.